Event description:
It was reported that during a sleeve procedure, the surgeon went to close the device and it was extremely hard to close before trying to insert into the trocar then once through the trocar the device would not open. The device was not on tissue. There was no patient consequence. The staff pulled another long60a however there was an ec60a in the long60a box. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The complaint indicated that an ec60a device was present in long60a box. The device returned was an ec60 device (verified through batch stamp - h51g1l) which was returned with no ees packaging material and no labeled tyvek with part and lot numbers to verify. A torn piece of carton was returned with pressure sensitive label showing lot h44d27 which belongs to a long60a lot. Based on a review of production records, batch h51g1l was produced on 5/18/2011 and all inventory was used in packaging lots h43v8e, h43v8f, h43v8g, h43x3a and h43y29 between (B)(4) 2011. The packaged lot implicated in this complaint, h44d27, was produced on 8/26/2011; two months after the ec60 devices were consumed and out of inventory. No inventory discrepancies were found in the batches and it is unlikely that mix occurred at the packaging facility.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Na. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Would have been the first. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Seamguard. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No the long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The packaging and other device referenced in the event was not received. The batch record was reviewed and no anomalies were noted during the manufacturing process.